Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) was not charging the insr, and that the patient was unable to charge their ins. The patient stated that they were in pain from the ins being "dead". A replacement dtc was sent. On (B)(6) 2018 additional information was received from a consumer reporting that the replacement desktop charger (dtc) had resolved the issue. No additional patient symptoms, additional device complications were reported.